Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. Two events were not duplicated; however, the devices were found to be outside of specifications. Two devices were found to be affected by internal corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly overheating. One event had patient involvement with no patient impact. One reported event had no patient involvement or patient impact.